Manufacturer narrative:
The device has been requested for evaluation- it has not been received. The investigation is pending.

Event description:
A complaint was received regarding a 10" smallbore ext set w/3-port nanoclave¿ manifold, check valve, clamp, luer lock that experienced leakage. The reporter stated that tubing leaked while connected to patient. The event date was on 11-jun-2025 occurred during infusion. This was not detected prior to direct patient use. There is one involved problematic device. Medications involved are tpn, lipids, dopamine and fentanyl. The fused part of the tubing (after manifold) that connects to the line was leaking fluid from the area that is bonded together. The device was changed out/replaced with no further problems encountered. The involved device is available to be tested. There was patient involvement, no serious injury or death, no blood loss, no delay in critical therapy, no adverse operator consequences and no med/surg intervention required.

Manufacturer narrative:
Updated information: d9. Investigation summary. The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history record was reviewed, and no nonconformities were found that would have led to the reported complaint.